Manufacturer narrative:
The referenced pump exchange and episode of anemia on (B)(6) 2017 were reported under MFR. Medwatch report # 2916596-2017-02149 and 2916596-2018-05112 respectively. Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's hemoglobin and hematocrit (h&h) levels were trending down and there was one episode of melena. All anticoagulation was held and two units of packed red blood cells (prbc) was transfused on (B)(6) 2017 and 1 unit of prbc on (B)(6) 2017. Following a pump exchange procedure for an unrelated issue on (B)(6) 2017, the patient was found to have anemia requiring another 2 units of prbc on (B)(6) 2017. The event resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.